Event description:
It was reported during remote follow up that the right ventricular lead delivered an inappropriate shock to far p-wave oversensing. Later in clinic interrogation found the lead had lost capture. Diagnostic imaging confirmed dislodgement. The lead will continue to be monitored. The patient experienced discomfort due to the inappropriate shock but was otherwise stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, p-wave over-sensing, and inappropriate stimulation. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and p-wave over-sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. The measured full helix extension length was within product specification. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage.

Event description:
New information received notes that twiddlers syndrome was suspected as the cause for dislodgement. The lead was explanted and successfully replaced. The patient was stable.